Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on (B)(6) 2017, it was reported that the device was not meshing all the way through. The event occurred during surgery on (B)(6) 2017 with no harm. There was no delay related to the event. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number 18149 as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on august 28, 2017 revealed that the complaint could not be duplicated. The calibration was within specification and the device produced a passing sample graft. There were no problems found with the device. The device was returned with an old style handle instead of the ratcheting one. The meshgraft ii was not repaired as the device functioned as intended and passed all required testing. Meshgraft ii, serial number 18149, was then tested and functioned properly. It was inspected and tested. The reported event was unconfirmed since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event cannot be specifically determined since during initial inspection the technician could not duplicate the reported event. However, it was also revealed that there were no problems found. The reported event was unconfirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the during surgery the device was not meshing all the way through. No adverse events were reported as a result of this malfunction.